Manufacturer narrative:
(B)(4). Customer complained on (B)(6) 2020 the alarmed failed battery test and the battery compartment is cracked. Complained the battery cap is damaged. Pump passed displacement test, self test, active current measurement and sleep current measurement. Pump successfully downloaded to thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No failed battery test noted during testing or in the pump trace download. The electronic assembly and battery tube were inspected and no anomalies noted. No cracks on battery compartment noted. The following were noted during visual inspection: damaged battery cap contact, scratched case and pillowing keypad overlay. The p-cap/reservoir does lock properly. No failed battery test noted during testing or in the pump trace download. However, the received with damaged battery cap contact. Confirmed no cracks or damage to the battery compartment. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that insulin pump had damaged battery compartment and failed battery test. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.